Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt, as well as during the prime process. The customer's blood glucose was 130 mg/dl. The customer stated that she tried to proceed with normal device use, but the insulin pump would only delivery until the 3.9 unit mark. The customer stated that the insulin pump was supposed to show 2.9 units. The customer had 2 bars left on the reservoir and changed the supplies due to the no delivery alarm. The infusion set cannula was found to be bent upon removal. During troubleshooting, insulin exited the tubing with a manual plunger push. The insulin pump did not alarm no delivery during a manual prime, and the customer was advised that the device was working as designed. She noted high and low blood glucose events, which she contributed to being pregnant. The customer confirmed that the alarm was resolved by a complete set change and requested to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and inspected the reservoir, snap-cap, and septum for anomalies. None were found. Tested the reservoir for occlusions, and none were found.